Manufacturer narrative:
B3: event date unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device exhibited error code 41786. The event occurred during testing. There was unknown physical damage/abuse and unknown delay of therapy. There was no patient involvement and no patient harm.

Manufacturer narrative:
Corrected data: d4 UDI number. Visual inspection revealed the battery springs contact corroded, worn downstream occlusion (dso) seal and upstream occlusion (uso) seal. Event history log review was not applicable due to alarm was sounding off constantly. Functional testing was able to replicate the reported issue; upon power up, the device alarm was sounding off constantly. The root cause was determined to be the pwa board. The pwa board was replaced and v6 software uploaded. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.